Event description:
It was reported that this device was showing a premature battery depletion (pbd) behavior. Upon analysis of the battery behavior, it was confirmed that the device was consuming more energy than it is expected. The device has been explanted and returned for evaluation. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event stating that the patient was sent to surgery. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this device was showing a premature battery depletion (pbd) behavior. Upon analysis of the battery behavior, it was confirmed that the device was consuming more energy than it is expected. The device has been explanted and returned for evaluation. No additional adverse patient effects were reported.

Event description:
It was reported that this device is showing a premature battery depletion (pbd) behaviour. Upon analysis of the battery behavior, it was determined that the device is consuming more energy than it is expected. This device remains in service. The decision on how to respond to this issue will be decided on the next scheduled follow up. No additional adverse patient effects were reported.